Manufacturer narrative:
(B)(4). Batch #: unknown. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to obtain additional information. To date, no additional information has been received. If the device or further details are received at a later date, a supplemental medwatch will be sent: could you please provide more details for "misfire"? Did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Did the device lock-out (no staples deployed and no cut line started)? Or, did the device start to deploy staples and cut but could not be completed (partially fire)? How was the device removed from the patient? Did the jaws eventually open? Could you please provide more details for "fragments were created"? Could you please clarify if any physical damage was identified? What part broke (closing trigger, firing trigger, handle, jaws, etc.)? Did any piece break off of the device? If yes, did it fall into the patient? If yes, how was it retrieved? Did this alter the procedure in any way? Were there any issues with the jaws of the stapler (visibly damaged)? Were there any issues with the closing trigger (loose, floppy, stuck in the open or closed position)? Were there any issues with the firing trigger (loose, floppy, stuck in the open or closed position)? Were any unusual or unexpected noises heard during time of use?

Event description:
It was reported that during a gastrectomy procedure, the doctor experienced a device misfire and subsequent lock out when firing plee60a. He went through all bailout procedures, reverse, battery, reverse, and had to resort to manual override. After cranking the manual override, the device jaws still would not open. Fragments were created but were easily removed. The procedure was delayed by thirty minutes however the procedure was successfully completed. Patient consequence was not reported.

Manufacturer narrative:
(B)(4). Date sent: 03/02/2021; h6: component code = mechanical (g04). Device analysis: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with the closing trigger and anvil in closed position, articulated to the right and with the anvil bent upwards, with the pcb area batch damaged and with one gst60t reload present, the reload was received partially fired 1/3. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. After further evaluation, the anvil could not be opened and knife slot was noted to be damaged. No functional test could be performed due to the condition of the device. The device was disassembled to verify the integrity of the internal components and the knife was noted to be broken and buckled. It should be noted that product failure is multifactorial. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected reload. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. The damage to the knife is consistent with the device being clamped over an excess of tissue. If the firing continues the knife will buckle, and as the knife is attempting to pull the anvil towards the reload to form the staples it will result in the damage observed on the anvil, also as the knife was broken the firing rod was no longer attached to the knife , damaging the pcb component. Please reference the instruction for use for more information. No lot or batch were provided, bhr could not be performed.